Event description:
Heartmate 3 left ventricular assist device (lvad) presents with symptomatic anemia (7.2), recent epistaxis, and melena in the setting of coumadin (international normalized ratio (inr) 3.1). Aspirin was stopped 2 months previously due to frequent nosebleeds. Three units of blood were transfused over this hospitalization. No epistaxis or ent intervention was required during the hospitalization, but hemoglobin continued to drop. Endoscopic evaluation was pursued and included egd/enteroscopy and colonoscopy which failed to reveal bleeding source. Heparin to coumadin bridge was completed; no aspirin.